Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 17. Details of surgery: sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and swelling. No further patient complications were reported.